Event description:
It was reported that the customer had low blood glucose levels. Customer is working with her health care professional on changing pump settings. Customer reports pump has been making a louder than usual sound, but other than that pump is working as expected.

Manufacturer narrative:
The device has been received for eval; however, the device eval is not yet complete. A supplemental report will be submitted upon completion of the eval. T slim user guide indicates, pump is to be used with individuals 12 years of age and greater, pt is (B)(6).